Manufacturer narrative:
Follow-up # 1 date of submission 07/15/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the under responsive ok keypad button was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found under any button contacts. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was detached from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the ok keypad buttons was under responsive. It was noted that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.